Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to a vibratory patient notification that was received twice. Upon interrogation, it was observed that the device was in backup vvi mode. An abbott representative was contacted, and the device was restored to its previously programmed parameters. The patient was in stable condition.